Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1976 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient has developed a blood clot and clinician has decided to remove the PICC. The device has been retained for collection. Patient has had a midline inserted, and flushed with posiflush and had no adverse reaction. There is no additional information at this stage in relation to the patient status regarding the blood clot.